Event description:
It was reported that the patient experienced discomfort at the spinal cord stimulator implantable pulse generator (ipg) site. Therefore, the patient underwent a procedure where the ipg was repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.